Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.

Event description:
Information received indicates the pump was underdelivering during testing. A 9.4ml was delivered. Pump was set for 10ml.